Event description:
It was reported that during surgery, the ardis implant broke. Levels treated were l5-s1 (plif). After the disc space was prepped, the implant was positioned in the disc space. It broke at the distal portion and was retrieved from the surgical site with pick-ups. Another implant of the same was used to complete. There was no significant delay to the case and no impact to the patient.